Event description:
It was reported by nurse that the insulin pump was vibrating and beeping not delivering insulin. Customer's mother stated that the customer is having high blood glucose. The current blood glucose reading is over 600 mg/dl. Customer is thirsty, sweating and headache. During troubleshooting, the high pressure test failed twice. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.